Manufacturer narrative:
Concomitant medical products: dtbb1q1 crtd implanted: (B)(6) 2016; 429888 lead implanted: (B)(6) 2016 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and skipped beats. The ra lead remains in use. No further patient complications have been reported as a result of this event.